Manufacturer narrative:
Evaluation: results - a complete lead extension was returned. The extension header port passed the lead-pull out test; however, the device failed continuity and resistivity testing as one channel measured open. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 5. Reference MFR. Report #s 1627487-2011-02878, 1627487-2011-02879, 1627487-2011-06071 and 1627487-2011-06073.